Manufacturer narrative:
H.6. Investigation: bd received a 20 gauge insyte autoguard blood control unit from lot 9064881 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the spring was bound inside the needle. Based off the visual inspection the engineer was able to verify the reported defect. It was determined that the bound spring was preventing the needle from retracting. This occurred during the manufacturing process.

Event description:
It was reported that an unspecified number of 20g x 1.16in (1.1 x 30 mm) insyte autoguard bc experienced a needle that would not retract during use. The following information was provided by the initial reporter: the white button of the safety needle catheter did not work back. The needle could not be safely retracted.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of 20g x 1.16in (1.1 x 30 mm) insyte autoguard bc experienced a needle that would not retract during use. The following information was provided by the initial reporter: the white button of the safety needle catheter did not work back. The needle could not be safely retracted.